Event description:
Event description guidant received information that during the attempted implant of this implantable transvenous defibrillation lead, due to the very thin walled apex, the lead perforated the right ventricle. The issue was resolved and the patient was stabilized by performing a pericardial centesis. A right ventricular lead was placed septally and all other leads were implanted successfully. This left ventricular pacing lead ws not implanted due to the patient's anatomy. There is no allegation against the lead. Due to the situation, defibrillation threshold testing will be performed at a later date.